Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered pump suction during impella 5.5 support. It was reported that there were occasional suction events due to the pump being positioned shallow and facing the mitral valve. Later, intermittent suction alarms occurred. Pump placement was confirmed, the patient was transfused additional volume, and the pump's p-level was reduced from p-5 to p-4. The patient remains on impella support.

Manufacturer narrative:
D.6b explant date was added as it was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. Pump suction: no product was returned. After reviewing the logs, suction alarms along with a trend in purge and placement signals were observed. The cause of pump suction was most likely patient condition related per the review of logs. Device history review: the device passed all post sterile inspection checks.